Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to a stored v>a episode. Upon review, it was determined that atrial signals were blanked due to their proximity to the ventricular signals. This pacemaker remains in service. No adverse patient effects were reported.